Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On (B)(6) 2022, the patient developed a reaction that consisted of an infection and a ¿chemical burn¿ type wound under the sensor patch. The sensor had been inserted into the abdomen at the time of the event. The patient was evaluated by her physician who prescribed an unspecified oral antibiotic and recommended the patient discontinue the use of the dexcom system for a week. No additional patient or event information is available.